Event description:
It is reported that the device was implanted in 1998. The site reports that at approximately 10 years post-op, the patient has a complication of 1mm polyethylene liner wear on the operative hip. Patient is tolerating the complication, no revision is planned.

Manufacturer narrative:
Evaluation summary: the device orientation and condition is unknown. It is unknown if the polyethylene liner wear occurred on the shell/liner interface and/or on the femoral head/liner articulating surface. The mating components (femoral stem, femoral head, acetabular shell) are unknown and the orientation of the femoral stem and acetabular shell are unknown. Surgical notes and x-rays are unavailable. The polyethylene liner wear could be due to one or combination of the following mechanisms: micro-motion between the poly liner and acetabular shell may have led to or expedited poly wear, the orientation of the mating components such as the femoral stem and/or acetabular shell may have led to or expedited poly wear, patient height, weight, activity level, activity type (high or low impact) are also factors which may have led to or expedited poly wear. However, cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.